Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: one (1) actual sample was provided for evaluation. The visual inspection, by the naked eye, observed broken occluder feet beneath the white twist sleeve. A functional clear passage test was performed with no issues noted. A clamp function test was performed which revealed leaks through the closed clamp. No external leak was observed during leak testing, however, an internal leak through the closed clamp was observed. Due to the condition of the sample, torque testing could not be performed and the report of clamp difficult to open and or close could not be verified. The sample failed to meet specification for leaks with the clamp closed due to the broken occluder feet. The occluder feet clamp the tubing closed when the twist clamp is locked in the closed position. The cause of the broken occluder feet could not be determined, however, potential causes are if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp on a luer transfer set was difficult to open and close and leaked. This was further described as ¿after tested the clamp and the system went out of order¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.